Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to low blood (bg) level of 45 mg/dl. Low bg was caused by delivering a bolus after administering a manual injection resulting in too much insulin being delivered. Reportedly, the customer was unconscious when taken to the emergency room. Customer was treated with gatorade and sugar delivered intravenously while in the ER/ hospital. Customer was released the same day with the issue resolved and no permanent damage.